Manufacturer narrative:
Product wasn't received so no visual and functional examination can be performed. Product was scrapped. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is unknown with the hypothesis of a user error due to an excessive screwing while loading of prosthesis on inserter. The mobi-c surgical technique warns to stop threading (the inner rod) as soon as full contact is achieved in order to avoid opening of the disposable implant holder and releasing the implant. However, with the available information, this hypothesis cannot be confirmed. The root cause is unknown with the hypothesis of user error. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us: disassembled during assembly with inserter. Implant disassembled on back table when attaching to inserter. No harm to the patient. Additional information on (B)(6) 2018: the surgery wasn't delayed over 30 minutes. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). No difference have been noticed in surgical steps between the first and the second implant. The inserter was changed between the first and the second implant. The surgery was completed with another implant with the same size.

Manufacturer narrative:
Correction to: a1, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3. Additional information: a5, d4 (UDI number), g5 (PMA/510k number), h6 (patient codes, device codes, and results codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
A mobi-c implant disassembled on the back table while being loaded onto the inserter.there was no reported patient harm or additional impact to surgery.